Event description:
Additional information from the a patient reported to resolve the return of urinary frequency/inability to increase stimulation the patient followed up with their healthcare professional (hcp) and the hcp changed the patient¿s setting of their stimulation.

Event description:
A healthcare professional reported that they spoke with the patient on (B)(6) and the patient told them that on (B)(6) she had a return of symptoms, the patient was going every 45-60 minutes and the patient would like to adjust their programming. It was noted the return of symptoms was sudden. Additional information from the patient her first setting last for several months, she went back to the hcp who changed her program, then she had that problem probably about a month ago and the hcp talked to the manufacturer representative (rep) who changed the program again. The patient noted in the last 2 days, she was urinating every 45 minutes. The patient stated she started increasing and now stimulation was uncomfortable, the patient was up all night previous to the call. The patient reached out to the rep but got no answer, they called the hcp and they found out the patient was able to change the program on her own. The patient felt stimulation and therapy was on program 4 at 8.4 v. The patient changed to program 1 and increased to 3.9 and felt stimulation in the correct area.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient was having problems with her device. The patient had been getting greater than 50% reduction of symptoms but last night, (B)(6) 2016, she had a return of urgency. There was a loss or change of therapy. The patient was not feeling stimulation and therapy was not on. Turning therapy on resolved the situation. The patient stated she must have accidentally pressed the implantable neurostimulator (ins) off button by mistake. Stimulation was turned back on the troubleshooting resolved the issue. She was on 5.0v and could feel the stimulation in the bike seat region. A patient reported they are urinating every hour on (B)(6) 2016. On (B)(6) 2016 the patient reported they were unable to increase stimulation with the programmer. It was noted the therapy is on. The patient confirmed the implantable neurostimulator (ins) is on program 2 at 7.5 v. Additional information from the patient reported they saw the healthcare professional (hcp), who had them switch to a different program. The patient stated she tried to increase from 4.3 v this morning, but it is not working. During the call the patient was able to increase to 4.6 v. The patient seemed to agree with the trouble shooting that she may have pressed the stim off button accidentally when she tried to increase. It was noted the equipment was working as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.